Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted for the endovascular treatment of a 77.3 mm in diameter abdominal aortic aneurysm. It was reported that a CT with contrast was done. There was minimal thrombosis and stenosis in the bifurcate and right iliac stent grafts. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4)